Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient lost feeling in their legs following permanent implant. The patient was taken to the emergency room where a blood clot was discovered. As a result, surgical intervention was undertaken to remove the blood clot. The patient was hospitalized and has since regained feeling in their legs and are able to walk and stand on their own.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.